Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic cutting knives were found to be dull during surgery. The surgery was completed on the same day with other blades. There was no patient harm. Details of procedure was not reported.

Manufacturer narrative:
Additional information provided in sections d.9. H.3. H.6 and h.11 two opened and 11 unopened knives, in blisters were received for the report of dull blades. Opened samples were visually inspected, sample #1 was found conforming. Sample #2 was nonconforming - bent tip and damaged cutting edge observed. Functional penetration testing was not performed. 11 unopened samples were visually inspected and found to be conforming. Functional penetration testing was performed and samples 1, 4, 13 were found to be conforming and samples 3, 5-12 were found to be nonconforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned unopened samples 3, 5-12 were nonconforming for functional penetration testing. The root cause of unopened samples 3, 5-12; dull blade is manufacturing related to the electropolish process. Samples 1, 4, 13 were found to be conforming; therefore a dull blades as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The exact root cause for sample #2 could not be determined from the investigation performed. The damage to the returned sample #2 is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The damage seen on the returned complaint sample could have contributed to the customers reported issue of dull blades. Sample 1, 4, and 13 met specification and the exact root cause for sample 2 could not be determined. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tip and damaged cutting edge exhibited on the returned opened sample, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).